Event description:
Caller indicated that patient has intermittent atrial undersensing as their p-waves are 0.1mv, but their sensitivity is programmed to o.smv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).